Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparotomy hysterectomy and bilateral adnexectomy and pelvic adhesion lysis procedure, the patient had lower abdomen pain for 7 days and had a fever with temperature of 40.4°c. The patient incision dressing was found wet and bright red bloodstains were seen. The incision was squeezed, and light red liquid was seen overflowing, considering the possibility of incision infection. To resolve the issue the patient was given antibiotic medicine for the treatment of the infection, and the surgical incision dressing was changed.